Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed via the evaluation of the lvad and could have contributed to the reported hemolysis. Driveline wire compromise was also confirmed based on the evaluation of lvad. The pump was returned with the driveline cut approximately 1¿ from the pump body. Approximately 39.5¿ of the severed portion of driveline was also returned. The sealed inflow conduit was returned and was secured to its respective pump port. The sealed outflow graft was returned but was not secured to its respective pump port. Examination of the body of the rotor revealed a tissue-like deposition situated in-between rotor blades. The formation was not laminated but displayed evidence of denaturation. The origin of this deposition and a duration of time for which it was present in the pump could not be conclusively determined. Examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. The shielding and bionate were removed from the returned driveline and visual inspection of the underlying wires revealed breaches in the insulation of the orange, brown, and black wires approximately 3.0¿ from the pump body. Continuity testing was performed, and all the wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The driveline was then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test revealed additional insulation breaches in the yellow wire, approximately 3.0¿ from the pump body. The conductors of the orange, yellow, brown, and black wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mpu or power module. The disruptions in the wires would have also affected wire phases a, b, and c and could have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or an ungrounded patient cable. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was showing signs of early hemolysis. The patient's aortic valve was unable to close and there ldh increased to 778. The patient underwent pump exchange (hmii to hm3) on (B)(6) 2019. No additional information was reported.